Manufacturer narrative:
Lead is no longer reportable.

Event description:
Additional information revealed that this lead did not have high impedances. No allegations against this lead.

Event description:
Related manufacturer report number: 1627487-2021-01803. It was reported that one of the patient's leads was showing high impedances. Manufacturer representative was able to reprogram around lead to provide effective therapy. However, surgical intervention may take place to further address the issue. Note: as it is unknown which lead had high impedances, both leads are being reported.